Manufacturer narrative:
During a follow-up with tandem technical support, customer reported not encountering any fill estimate issue during their following load changes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been receiving inaccurate fill estimates. While troubleshooting with tandem technical support, the customer declined to undergo another load process. There was no reported impact to the customer's blood glucose level.